Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, twelve lead ECG was done and several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Device was reprogrammed and no more oversensing was noted. Patient¿s condition was stable.